Manufacturer narrative:
During device evaluation of the autopulse platform (sn (B)(6) ), the platform failed functional testing due to the displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. The root cause for the observed error message was a failure of both load cell modules. The autopulse platform failed the initial functional testing due to the displayed ua07 error message upon powering on. Both load cell modules need to be replaced to address the observed failure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
During device evaluation of the autopulse platform (sn (B)(6) ), the platform failed functional testing due to the displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. No patient involvement.